Event description:
Pt, alleged that throughout the night his bed would articulate the head, hi/low and knee functions without him touching anything. No injury alleged.

Manufacturer narrative:
Technician stated he was told by pt that during the day, the head of the bed would raise and lower and so would the knee section. Pt reported that this alleged incident did not occur while he was not in bed. Technician asked him where the hand pendant was located while this alleged unintentional movement occurred. Pt stated, he did not know where the hand pendant was located while this alleged incident occurred. Request to have bed pm'd and verified as functioning properly. Repair is not yet complete.